Event description:
It was reported that the patient experienced an overnight low blood glucose while using a dexcom g7 with the ilet system; orange juice increased glucose to approximately 150 mg/dl, followed by another drop to 76 mg/dl that required glucagon, with the lowest cgm reading at 65 mg/dl and a glucometer value estimated around 58 mg/dl; the patient was recovering from a kidney stone procedure and reports a tendency for nocturnal lows. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication was required. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.